Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed due to the faulty charged coupled device (ccd). It is likely that the faulty charged coupled device (ccd) was caused by water immersion from a damaged part of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head displayed an image that disappears in addition to displaying a video that has colored bars. The issue was found during preparation before an unspecified surgery. The surgery was completed with a different device and there was no impact to the duration and completion of the surgery. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was poor image quality resulting in the video displaying color bars due to a faulty charged couple device, a small cut on a cable, and a failed leak test . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.